Event description:
It was reported that there concerns regarding the anti-tachycardia pacing (atp) provided by this implantable cardioverter defibrillator (ICD) during a ventricular tachycardia (vt) episode. Technical services (ts) reviewed device data and determined that the vt was detected and one burst of atp was delivered, however the post atp timer timed out and therefore no additional atp was provided. Ts noted that this was likely atrial fibrillation (af) with rapid ventricular response (rvr) that resulted in the inappropriate shocks that were administered following the atp. No additional adverse effects were reported. This ICD remains in service.